Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient who had already been sedated was to undergo an atrial fibrillation (afib) procedure. Prior to transeptal approach, it was noted that there was no image being displayed by the ultrasound catheter. The user removed the catheter and reintroduced another ultrasound catheter to continue and complete the afib procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Many attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and were unable to confirm or reproduce the issue based on the information provided. No investigation could be performed.